Event description:
Surgeon reported post-operative patient infection that was first treated with antibiotics, then debridement, and finally surgical intervention via removal and cleaning of implant to treat the infection. Potential overtreatment of subcutaneous tissue determined to be most likely cause by surgeon.

Manufacturer narrative:
(B)(4). Eval, method, results: generator is not available for return and inspection; facility continuing to use with no further issues. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.